Event description:
On (B)(6) 2009, the pt underwent endovascular repair for a thoracic aortic aneurysm with gore tag thoracic endoprosthesis. Prior to implant of the tag devices, bypass surgery from right subclavian to left subclavian artery was preformed. The pt tolerated the procedure. On (B)(6) 2009, the pt developed paraparesis and received rehabilitation. On (B)(6) 2009, still hospitalized, a slight type ii endoleak, originating from the left subclavian artery was determined, and coil embolization was preformed. The pt tolerated the procedure. The pt was reported to have significant calcium present in the proximal and distal thoracic neck. The pt was discharged on (B)(6) 2010 and the pt has not followed up with the physician since.

Manufacturer narrative:
According to gore tag thoracic endoprosthesis instructions for use, complications associated with the use of the gore tag thoracic endoprosthesis may include, but are not limited to endoleaks, reoperation. Furthermore, key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and/or calcium at the arterial implantation sites. Results - a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specs. Conclusion - "users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices".